Event description:
Lar procedure. Ralc30 dlu unit calibrated, opened/closed without difficulty, got into blue firing range and was fired. Pc read "firing complete" message and fired staples completely. All staples were "b-shaped" and present. However, the unit partially cut and a leak developed.